Event description:
Called into operating room 5 because the anesthesia machine was malfunctioning and the patient was already in the room. Once in the room, the anesthesiologist showed the problem was an hme that was completely blocked. Upon inspection, it was noticed the plastic in the hme was not completely manufactured leaving a plastic disk completely blocking airflow to the patient.